Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that pt experienced what appeared to be an adhesive related skin injury and was being reviewed and managed for this. With intermittent fluid leakage under dressing whilst not in use. On next infusion day and further investigation, fluid leak noted on flushing line. Split noted at removal.